Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was displaying a service code 102 and the speaker was making a noise. The cause for the service code and humming was isolated to a defective u1004 component on the computer/analog board. The root cause for the defective u1004 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for an unrelated reason, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.